Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, it was noticed that the lens haptic was broken. The iol was explanted during initial procedure. Additional information has been requested, received and stated the iol broke before completing the procedure and another unspecified iol was implanted. The customer discarded the iol after it was broken. The lens exchange was not done because the broken haptic occurred during the initial implantation.